Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a fracture found during a regular check-up. Lead exhibited high out of range impedance and noise was noticed during arm movements a new lead was successfully implanted. No additional adverse patient effects were reported.